Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the flow sensor diaphragms were stuck to the top of the housing. The flow sensors were replaced. No report of patient involvement.

Event description:
The hospital reported that tidal volume was not being registered. There was no report of patient involvement.